Manufacturer narrative:
Clinical investigation: there is a temporal relationship between the event of fluid volume overload (fvo) and pd therapy on the liberty select cycler. However, there is no documentation to show a causal relationship between the fvo and the liberty select cycler. Additionally, there was no reported malfunction against the cycler for this event. There is no treatment data provided for the time prior to hospitalization for fvo. Based on the available information a cause of the fvo cannot be determined. Plant investigation: plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that the patient was in the intensive care unit at the hospital approximately two and a half months ago. The patient stated that it was due to fluid overload (unknown volume) but wasn¿t sure if it was caused by the cycler or not. During follow up with the peritoneal dialysis registered nurse (pdrn) on 08/27/2018 it was confirmed that the patient was admitted to the hospital (B)(6) 2018 for fluid volume overload (signs/symptoms unknown). The patient had been utilizing 1.5% solution prior to hospitalization. The patient¿s pd prescription was modified changing the dwell time of the last fill from 1 hour and 15 minutes to 1 hour and 50 minutes. The patient was to continue to perform a manual daytime exchange (capd) and switched solution from 1.5% to 2.5%. During hospitalization 4.25% solution was utilized to remove the excess fluid. The patient start and end weight is unknown. The patient was discharged from the hospital (B)(6) 2018. It is unknown if the patient was in the ICU and no additional hospital treatment is documented.